Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis (fa): the instrument was found to have a broken grip at the grip base. A pie approximately .209" x .661" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips -tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. Additional observations not reported by site: the instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .039¿ - .485 in length and were not aligned with the tube axis. The root cause of scratch marks / abrasions instrument main tube is typically attributed to the misuse/mishandling.

Event description:
It was reported that during a da vinci-assisted pleural decortication procedure, cadiere forceps tip was broken. The surgeon attempted to retrieve the one side of the cadiere tip that had broken off in the patient. The tip was retrieved from the chest cavity. The procedure was continued without any reported patient injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the surgeon was using cadiere forcep and stated, ¿I need a new forcep, this one is broken¿. We noted on the screen that he was attempting to retrieve the one side of the cadiere tip that had broken off in the patient. The tip was retrieved from the chest cavity. A new cadiere was opened.